Event description:
Pt underwent the surgical procedure "micro surgical costal transversectomy and discectomy with fibular arthrodesis". At the conclusion of the procedure a 19fr one piece drain with 1/4 diameter bendable trocar" was inserted. On 12/29/93, the drain was removed with the exception of an 85mm section of tubing which remained in the pt. The attending physician rescheduled the pt for a surgical removal of the tubing which was successful, with no further complications.